Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net in backup vvi mode. Nurse contacted technical services when an asymptomatic (no symptoms) patient presented via merlin.net in backup vvi. The patient was brought into the clinic for further troubleshooting. After a software download, the device resumed normal function. The patient was doing fine.